Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure in the left-sided basilar artery using a penumbra coil 400. During the procedure, after the lesion was accessed, a coil was selected for deployment. After the first predetachment angiographic run, the physician decided additional loops were needed across the neck of the aneurysm; while the coil was withdrawn into the microcatheter for repositioning, movement of the coil through the catheter was described as "constrained and spongy" and forward movement was met with resistance. Eventually the coil was fully removed from the aneurysm sac and discarded. The device malfunction was not associated with any adverse event. The subsequent detachment of the remainder of the coils in the procedure occurred without incident, and the patient was discharged without any sequelae or complications.